Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant attempt, the lead would dislodge immediately after placement. This occurred multiple times, and when the physician removed and exercised the lead, the helix would neither extend or retract. The lead was not used, and a new one was implanted. No patient complications have been reported as a result of this event.